Event description:
Kimberly-clark received a report stating, "the director of respiratory reported that the therapist in the ICU said that all of a sudden the ventilator started to alarm . They went over to the patient who was very passive, not agitated or moving around and found the pilot line disconnected from the tube. As a result the cuff had deflated. They extubated the tube from the patient. Patient was immediately re-intubated without incident. No injury to patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.